Manufacturer narrative:
Tracking #.45948. Device-b. D5; h4: info not available, device not returned for analysis.

Event description:
The cin was contacted directly by the contact person. It was reported the devices were used during a laparoscopic nissen fundoplication. It was reported with 2 different lcs's there was hissing from the lcs which the surgeon states contributed to bleeding. It is unk from the contact person at this time how the bleeding was controlled or how the procedure was completed. There is no reported consequence to the pt.